Manufacturer narrative:
It was noted that the initial reporter was unsure of the exact details of the event; however, the information provided is what the reporter believed happened. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the safety mechanism of a deltec® gripper plus® safety needle failed. The fault occurred when de-accessing the needle from the patient's port. The needle rapidly protruded past the protective covering. No needle stick occurred. No injury to patient or clinician was reported.

Event description:
It was further reported that infusion pump was "dc" and the issue was resolved. The reporter stated that they changed to 19 gauge needles.